Event description:
It was reported that the next morning at the patient¿s post implant check the left ventricular (lv) lead showed total dislodgement. It was noted that the lead had pulled back out of the large vessel and was sitting in the coronary sinus. The lead was removed and a different lead was implanted. Additionally, the ep (electrophysiology) physician said that they had put a hole in the left ventricular (lv) lead when removing it for replacement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: dtba1d4, ICD, implanted: (B)(6) 2014; 407645, lead, implanted: (B)(6) 2008; a7700ez25, mechanical valve, implanted: (B)(6) 2006. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. However, it was noted that visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the next morning at the patient¿s post implant check the left ventricular (lv) lead showed total dislodgement. It was noted that the lead had pulled back out of the large vessel and was sitting in the coronary sinus. The lead was removed and a different lead was implanted. Additionally, the ep (electrophysiology) physician said that they had put a hole in the left ventricular (lv) lead when removing it for replacement. No patient complications have been reported as a result of this event.